Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump was not working and not delivering insulin and was admitted into the hospital with diabetic ketoacidosis. The customer did not provide their blood glucose level. The customer indicated blood glucose fluctuations were experienced and that their doctor made changes to the insulin pump settings.